Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no reported impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean the pump's pneumatic tap area and check the condition of the cartridge. Technical support attempted further follow-up through email and planned a call due to the patient's scheduling conflicts, eventually closing the case.